Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting repeated meter blood glucose now alarms on the insulin pump. Customer's current blood glucose was at 486 mg/dl. Customer has taken a bolus of 25 units for it and attempted to calibrate this morning but it was telling him that he was low. Customer stated that the pump would suspend and then restart. Customer reported that it continued to suspend and the issue happened yesterday as well. Customer calibrated at 243 mg/dl and bolused for it. Customer got another meter blood glucose now alarm. Customer has been asked to calibrate 5 times today. Customer was advised that he was manually entering his blood glucose and that he may not have been finishing the process.